Manufacturer narrative:
The device has been received for analysis. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
Note: this MFR report pertains to one of two devices that were used during the same procedure. Refer to associated MFR report #3005099803-2013-13034 for a description of the other device. This report is for the second device. It was reported to boston scientific corporation that two speedband superview super 7 devices were used during a variceal band ligation procedure in the esophagus performed on (B)(6) 2013. According to the complainant, the device was successfully installed, however, when the physician rotated the handle of the device during the procedure, the band was unable to be deployed. Several attempts were made, but the band would still not release. They attempted to use a second speedband superview super 7 device, however, the same problem occurred. A third speedband supeview super 7 device was able to be used to complete the procedure. No patient complications were reported as a result of this event. At the conclusion of the procedure, the patient's condition was reported to be stable.

Manufacturer narrative:
A visual examination of the returned device was performed. Upon investigation, it was noticed that the trip wire was properly cinched into the handle slot. The trip wire was wound around the handle spool. The handle rotated freely when turned. It was also noticed that there were 5 of the 7 bands remained on the ligator and the teeth were undamaged. Based on the condition of the returned device and the evaluation conducted, a definitive root cause for the reported failure could not be determined; therefore, the root cause classification is undeterminable. The review and analysis of all available information fails to indicate a root cause or probable root cause for the reported event. A review of the device history record (DHR) for this batch revealed no issues related to this event.

Event description:
Note: this MFR report pertains to one of two devices that were used during the same procedure. Refer to associated MFR report #3005099803-2013-13034 for a description of the other device. This report is for the second device. It was reported to boston scientific corporation that two speedband superview super 7 devices were used during a variceal band ligation procedure in the esophagus performed on (B)(6) 2013. According to the complainant, the device was successfully installed, however, when the physician rotated the handle of the device during the procedure, the band was unable to be deployed. Several attempts were made, but the band would still not release. They attempted to use a second speedband superview super 7 device, however, the same problem occurred. A third speedband supeview super 7 device was able to be used to complete the procedure. No patient complications were reported as a result of this event. At the conclusion of the procedure, the patient's condition was reported to be stable.